Manufacturer narrative:
Concomitant medical products: 355149 lead, implanted: (B)(6) 2009; 350974 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had no capture, high pacing impedance, and numerous short v-v intervals. A fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.